Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en-y) procedure, post-operative bleeding occurred from a sureform 60 blue reload staple line and the patient later required a secondary operation. The surgeon suspects that the sureform blue reload staple line was malformed. On post-operative day one, the patient had a bloody bowel movement and tranexamic acid (txa) was administered. On post-operative day two, the patient developed peritonitis and sepsis. Imaging showed a clot causing an obstruction, and a staple line disruption on the gastric pouch with air going through it requiring an explorative laparoscopic procedure. During this procedure, a subserosal hematoma was discovered on the gastric pouch and bile was found in the upper abdomen. The clot was removed laparoscopically, and a partial remnant gastrectomy and a gastrostomy were performed; a drain was also placed via interventional radiology. Two units of packed red blood cells (prbc) were administered after the patient stabilized from the sepsis. Incidentally, the patient experienced a deep vein thrombosis (dvt) and was given anticoagulants. The patient was hospitalized for four weeks then was deemed ready to be discharged home. The surgeon said there is concern of the patient possibly requiring additional drains or a feeding tube.

Manufacturer narrative:
The sureform 60 stapler instrument and blue reload used during this event were discarded, and therefore cannot be returned for evaluation. The da vinci system and stapler logs show no errors relevant to this event. .